Manufacturer narrative:
This is being reported for a problem found earlier. A globus medical field service engineer visited the customer location per a workorder and replaced the fuses after confirming the reported failure. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to system shutdown.